Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the proximal left anterior descending artery. This 15mm x 3.50mm nc quantum apex mr balloon catheter was selected for post-dilation following an implant of a promus element stent. The nc quantum apex was inflated and ruptured at 12atm. The procedure was continued with another of the same nc quantum apex mr balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the proximal left anterior descending artery. This 15 mm x 3.50 mm nc quantum apex mr balloon catheter was selected for post-dilation following an implant of a promus element stent. The nc quantum apex was inflated and ruptured at 12 atm. The procedure was continued with another of the same nc quantum apex mr balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and magnified inspection revealed no damage. Positive pressure was applied with an inflation device filled with water, and a stream of water emitted from a pinhole in the mid-section of the balloon. The balloon presented no irregularities in the balloon material that could have contributed to the damage. The reported balloon burst was confirmed; however, there was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).